Manufacturer narrative:
The passive blunt probe was returned to the manufacturer for analysis. Analysis found that the support arm for marker #3 was bent causing the reported high geometry error. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site has a damaged passive planar probe. The instrument was tested and the geometry error was around 0.5-0.7. The instrument had a high geometry error and it passed verification despite the damage. There was no patient present when this issue was identified.